Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient had discomfort while charging. The rep reported that the patient was recently implanted and stimulation had been off until the day of the report. The rep reported that they programmed the patient to a barely perceptible level. The rep reported that when they started showing the patient how to charge and fill in coupling boxes, shortly after placing the antenna over the ins, the patient¿s whole body started jerking and the patient reported that they were getting shocked and pointing to their legs. The rep reported that they lowered amplitude and then went back to charging and again the patient felt shocking, although not as strong as before. The rep reported that the amplitude never changed on its own, patient just felt the shocking sensation and they lowered the amplitude thinking that it was too high. The rep reported that when the patient was sitting in the room, not recharging, there were no issues. The rep reported that when they turned the ins off, the shocking stopped and at one point the ins was off and they had the antenna over the device and the shocking wasn't occurring. The rep reported that they took impedances at 0.7v and they were normal, but couldn't test higher as that would have been too strong for the patient. The rep reported that the antenna was placed right against skin while recharging. The rep reported that the pocket site looked normal. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.